Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 500-600 mg/dl the customer attempted to self-treat with a bolus via pump and manual dose injection. During hospitalization, customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital _______________________ the customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.